Event description:
A mayfield ultra base unit was involved in a slippage during a patient procedure. The reporter described the incident as; a (B)(6) female patient was positioned (prior to prepping or draping) on a mayfield base unit with a horseshoe gel pad. The base unit did not lock tight and the patients' head dropped down slightly. The base unit was removed and replaced with another one. The base unit was sent to (B)(6) for an evaluation. There was no injury or laceration involved. The physician doesn't use pins as his routine is to place the base unit on the end of the table and place the head on the horseshoe gel pad.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.